Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred during a bolus delivery. The customer reported a blood glucose (bg) level of 254 (mg/dl). A correction bolus was delivered to address bg level. The customer changed their supplies and resumed insulin delivery.